Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin exit. Customer changed reservoir and then filled tubing with a t least 5 unit. Customer programmed a bolus for 8.2 units and it deliver. Customer was advised that by changing reservoir the issue is resolved. Customer already being send replacement supplies. Customer was advised to monitor pump.